Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ physical pain") and genital haemorrhage ("abnormal bleeding") in a 44-year-old female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, premenopause, menstrual cramps, hypertension, menometrorrhagia, metrorrhagia, premenopause, uterine polyp, endometrial biopsy and uterine fibroid. Concomitant products included amlodipine, chlortalidone (chlorthalidone), lisinopril and metformin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)/menstrual pain"), dyspareunia ("pain during intercourse/dyspareunia") and nausea ("nausea"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes:mood swings") and temperature intolerance ("sensitivity to temperature"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). The patient was treated with surgery (total vaginal hysterectomy,bilateral salpingectomy,right ovarian cystectomyon right ovarian cystecto). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, alopecia, dyspareunia, migraine, nausea, abdominal pain and female sexual dysfunction had resolved, the mood swings, vaginal haemorrhage, headache and temperature intolerance outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, temperature intolerance, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes cystoscopy was done. (B)(6) 2015-transvaginal ultrasound: small endometrial polyp measuring 6 mm. Uterine fibroid measuring 4.2 cm. Concerning the injuries reported in this case, the following one/ones were reported via social media abnormal bleeding, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ physical pain") and genital haemorrhage ("abnormal bleeding") in a 44-year-old female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included amlodipine, chlortalidone (chlorthalidone), lisinopril and metformin. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)/menstrual pain"), menorrhagia ("prolonged menses/abnormal bleeding(menorrhagia)"), alopecia ("hair loss"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and abdominal pain ("abdominal pain"). In 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), mood swings ("hormonal changes:mood swings"), headache ("headaches"), nausea ("nausea"), temperature intolerance ("sensitivity to temperature") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (total vaginal hysterectomy,bilateral salpingectomy,right ovarian cystectomyon (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, alopecia, dyspareunia, migraine, nausea, abdominal pain and female sexual dysfunction had resolved, the mood swings, vaginal haemorrhage, headache and temperature intolerance outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, temperature intolerance, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: full occlusion of fallopian tubes. Cystoscopy was done. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events extracted per pfs: hormonal changes (mood swings), abnormal bleeding (vaginal), headaches, nausea, abdominal pain, weight gain, sensitivity to temperature, apareunia. Lot number, concomitant drugs, concomitant disease, lab test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ physical pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, alopecia, dyspareunia and migraine had resolved. The reporter considered abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, alopecia, dyspareunia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain and abnormal bleeding (interpreted as genital bleeding). Three years after the insertion the plaintiff underwent hysterectomy and bilateral salpingectomy to remove essure. The events resolved. Abdominal pain and genital bleeding, serious due to medical significance, are anticipated in the reference safety information of essure. This report provided limited information, however, as abdominal pain and genital bleeding can occur during the use of essure, and as the events resolved after removal of essure, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of intervention for device removal. A product technical analysis is awaited. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain and abnormal bleeding (interpreted as genital bleeding). Three years after the insertion the plaintiff underwent hysterectomy and bilateral salpingectomy to remove essure. The events resolved. Abdominal pain and genital bleeding, serious due to medical significance, are anticipated in the reference safety information of essure. This report provided limited information, however, as abdominal pain and genital bleeding can occur during the use of essure, and as the events resolved after removal of essure, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of intervention for device removal. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Follow-up information is expected only through the litigation process.